Manufacturer narrative:
F10 and h6: problem code 2097 captures the reportable event of dart detachment. An examination of the returned capio device revealed that the carrier was actuated three times and it was able to be extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart entered in the slot without any issues. The carrier is intact. The device does not have any visual damage. No broken parts were observed; consequently, not confirming the reported complaint. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this complaint is no problem detected since the device did not have any visual damage/defect, no broken parts were observed, and during functional evaluation it worked as intended and thus, the device complaint or problem cannot be confirmed.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 09:38 pm CT.the report number is being corrected from: 3005099803-2018-62127 to: 3005099803-2018-61474.

Event description:
It was reported to boston scientific corporation that an opc capio device was used during removal of vaginal mesh, combined anterior and posterior colporrhaphies and enterocele repair colpopexy, vaginal; extraperitoneal (sacrospinous vaginal vault suspension) insertion of dermal allograft with anterior colporrhapy, retropubic mid-urethral sling repair of incidental cystotomy; cystoscopy procedure performed on (B)(6) 2017. According to the complainant, during procedure the dart detached and got stuck inside the capio device so x-ray was not required. The scrub and circulating nurses could visualize the dart inside the capio device. Reportedly, the suture was left free hanging during deployment of the suture. The procedure was completed with another opc capio device. There were no patient complications reported as a result of the procedure. The condition of the patient after the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an opc capio device was used during removal of vaginal mesh, combined anterior and posterior colporrhaphies and enterocele repair colpopexy, vaginal; extraperitoneal (sacrospinous vaginal vault suspension) insertion of dermal allograft with anterior colporrhaphy, retropubic mid-urethral sling repair of incidental cystotomy; cystoscopy procedure performed on (B)(6) 2017. According to the complainant, during procedure the dart detached and got stuck inside the capio device so x-ray was not required. The scrub and circulating nurses could visualize the dart inside the capio device. Reportedly, the suture was left free hanging during deployment of the suture. The procedure was completed with another opc capio device. There were no patient complications reported as a result of the procedure. The condition of the patient after the procedure was reported to be good.